Manufacturer narrative:
In this event, the user did not follow the instruction for use. Per onyx les instructions for use: "do not allow more than 1cm of onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long term effect of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection or catheter migration." Additionally, per echelon microcatheter instructions for use: "contraindicated for use with onyx liquid embolics."

Event description:
Additional information was received that the catheter became entrapped with approximately 4cm of onyx reflux, which approximately 4cm of the distal end of the catheter broke upon removal and remains in the patient. The vessel was not tortuous, and there was no vasospasm. It was initially reported per the source documents, that a marathon microcatheter was used during the procedure, however follow-up information received reports that it was an echelon microcatheter.

Manufacturer narrative:
This report was created to capture intraprocedural events related to the onyx. The device lot number was not provided. The device will not be returned for analysis as it was implanted. Based on the reported information there is no evidence suggesting that the device was defective, but rather a procedure related event. The tight stenosis in the left ica anatomy likely contributed to the catheter related dissection and arterial rupture. However, the cause of catheter stuck, broken, occluded following onyx injection was not provided. There was no report of catheter entrapment by onyx. The related microcatheter is reported in MDR MFR# 2029214-2015-05137.

Event description:
Medtronic received a report from imaging corelab that a patient who underwent onyx embolization procedure, experienced a dissection and arterial rupture related to catheterization and the catheter stuck, broken, occluded following the onyx injection. However, the physician did not provide any further details and reported this complication had no clinical consequence. The patient was diagnosed with a left parietal-occipital intraparenchymal hematoma and thrombophlebitis of the anterior half of the superior sagittal sinus associated with a dural fistula of the superior sagittal sinus. Angiogram also showed a tight stenosis of the left internal carotid artery. The patient underwent onyx embolization of the fistula. The frontoparietal branch of the middle meningeal artery was catheterized up to the nidus by a marathon microcatheter using two bottles of onyx. The control showed that the fistula had been completely eradicated. There was no further influx from the right and left internal carotids. A control arteriography, performed the next day, proved satisfactory.